Event description:
It was reported that a stored egm showed a repetitive non-reentrant ventriculoatrial synchrony resulting in a pacemaker-mediated at/af. The rhythm reverted on its own. The device remains implanted.